Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridge that yielded a discrepant potassium results on a 90 year old female patient with head injury/fall. There was no patient information at the time of this report. Method date collected tested potassium sample I-stat (B)(6) 2023 15:23 immediately 7.3 (mmol/l) whole blood, I-stat (B)(6) 2023 15:41 immediately 7.2 (mmol/l) whole blood, vitro 7600 (B)(6) 2023 15:46 16:09 4.0 (meq/l) serum. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. The investigation is underway.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 10-may-2023. A review of the device history record (DHR) confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria found in q04.01.003 rev. Ak, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency has been determined for chem8+ cartridge lot h23008.